Event description:
Customer reported a button error alarm. The customer also stated she has not had any issues with the buttons not responding. The customer was advised moisture from her skin can cause the buttons to stick and lead to a button error alarm. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.